Event description:
It was reported the pt was experiencing auto-reducing on all of the programs. The pt uses the programs at maximum amplitude and is not feeling stimulation. The lead diagnostics showed minimal impedances. The pt feels the system is malfunction because he can only get one program to remain on and does not feel stimulation. Further intervention is undecided at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.